Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial system reported they were having soreness, like they had strenuously exercised around the buttock where the lead was placed. They stated they were not given medication for it and did not take any over the counter medication. Eventually, it disappeared after 3 days, like the healthcare provider (hcp) said it would. The patient also mentioned that they took cipro twice a day, every 12 hours for 7 days after the trial began to prevent infection. The following morning, they began to have diarrhea, pain in the abdomen, and needing to go to the bathroom after already going. It occurred for 2 days, then stopped. They did not take medication for that. It was noted that the patient would follow up with their healthcare provider.